Event description:
It was reported that the user experienced an urgent low glucose event with a measured value of 39 mg/dl while using the ilet, with the cause of hypoglycemia unclear, and the user treated the event with oral glucose per troubleshooting and education guidance. Symptoms included neuroglycopenic and autonomic manifestations consistent with hypoglycemia. Outcomes included temporary impairment requiring urgent intervention without hospitalization. Investigation included review of available complaint details and user-reported troubleshooting. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.